Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly calcified, left anterior descending (lad) artery after a 3.0 x 15 mm vision stent was implanted and well apposed to the vessel wall the guide wire was being removed when it caught/hung up at the stent and could not be removed. The guide wire was cut and surgically removed. The stent remains in the vessel. The patient was reported as doing fine post procedure. There was no reported adverse patient sequela. No additional information was provided.